Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, which provided information on how to reset the pump and assisted with the reset process. After resetting, the malfunction did not recur, and the customer was advised they could continue to use the pump. Technical support instructed the customer to call back if the malfunction recurs, which the customer acknowledged and understood.